Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by a field service engineer and the air gas module was replaced and returned for further investigation. The received air gas module was mounted in a ventilator for simulated use testing and could not confirm the reported event. Ocular inspection showed moisture traces in the filter housing of the air gas module. Water in the air gas module probably is the root cause to event. Water in an air gas module could lead to an inaccurate gas flow regulation, which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported event and the ¿date of event¿ will be determined to (B)(6) 2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).